Event description:
Reporter alleged that the following results were obtained on a neonate patient, on an inform ii meter, 7 minutes apart: 1.4 mmol/l and 2.7 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Notes in case indicate patient is (B)(6).